Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: h6 (annex a, annex g, annex c and annex d). A search of the device history record found a related non-conformances reported for lot 15076383 related to the complaint issue of inadequate glue where 1 device was scrapped. Based on the information provided, inspection of the returned devices (device 2, device 3 and device 5), and the results of the investigation, it was determined the cause of the issue was due to a manufacturing issue, not enough glue placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation is no longer employed at cook. A review of the lots that the operator worked on showed this was the only lot where that operator had performed the gluing operation. Containment activities and field action assessment were performed for the device lot and it was determined that no field action was necessary. Additionally, the health hazard evaluation for this issue determined the associated risk to be low. As such, a heightened patient risk is not expected to occur. Based on the information provided, inspection of the returned devices (device 1 and device 4), and the results of the investigation, the cause for the damage is unknown. Excessive force may have been inadvertently applied to the devices; however, no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: a representative of wuhan lule technology co. Ltd informed cook on 26may2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-022115-udh) from lot # 15076383. As reported, prior to a ureteral stone removal surgery, the basket of five stone extractors could not be closed. The devices were not able to remove any stones prior to the issue. A laser was used during the procedure. The devices were tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found a related non-conformances reported for lot 15076383 related to the complaint issue of inadequate glue. A complaint history database search showed 13 other related complaints associated with the failure mode for the complaint device for lot 15076383. The large number of complaints indicate an issue occurred with the manufacturing of the lot. Containment and field action activities were performed for the device lot. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1; 'ncircle, ncompass, and nforce stone extractors'] did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint device(s) were also conducted. Five 'ncircle tipless stone extractors' were returned for investigation. The first device's handle could not actuate the basket, the support sheath was separated 2mm from the handle; a separate complaint was opened for this complaint device. The second device's male luer lock was loose from the handle assembly, the basket sheath was bent at the tip of the handle assembly (possibly due to customer repacking for return), and the support sheath was loose from the basket sheath. The third device's support sheath was bent (possibly due to customer repacking for return), and the support sheath was loose from the basket sheath. The forth device's handle could not actuate the basket, the support sheath was separated 1.6mm from the tip of the male luer lock; a separate complaint was opened for this complaint device. The fifth device's handle was able to actuate the basket but was unable to withdraw into the sheath, the support sheath was also loose from the basket sheath. Based on the investigation of the returned devices and large number of complaints reported from the product lot, it was determined the cause of the issue was due to a manufacturing issue of not enough glue placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation is no longer employed at cook. A review of the lots on which the operator performed work showed this was the only lot where that operator had performed the gluing operation. Containment and field action activities were performed for the device lot. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to a ureteral stone removal surgery, the basket of five ncircle tipless stone extractor could not be closed. The devices were not able to remove any stones prior to the issue. A laser was used during the procedure. The device was tested prior to use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6) / mobile = 18602701145 e3: occupation = unknown g4: PMA/510(k) number = exempt this report includes information known at this time.a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.